Manufacturer narrative:
Product analysis: analysis found that the stylus pen was broken and did not work. Analysis also found that the keyboard latch was broken, the cordbay latch was broke, the left upper bullet was defective, and the lemboard was defective noting that the surface-mount device (smd) part was damaged and the electrocardiogram (ECG) connector earth pins were broken. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was in need of repair with an unspecified issue. The programmer was returned for service. No patient complications have been reported as a result of this event.